Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.

Event description:
The customer reports: the curve of the device was not correct and it could not be introduced inside the trachea of the pt. Another device needed to be used instead. The reported event did not require decannulation, the info suggest that it could not be introduced. Covidien is attempting to gather further details surrounding the circumstances of this report.